Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece. Visual, electrical testing and x-ray examination found no anomalies.

Event description:
Related manufacturer report number: 2017865-2024-72803. It was reported that the patient presented in-clinic for rv lead revision. It was previously noted that the right-ventricular (rv) lead exhibited noise. During the procedure, it was also noted via fluoroscopy that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was repositioned, and the rv lead was explanted and replaced. The patient condition was stable.